Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heart start mrx defibrillator indicating that the self-test failed. The asp evaluated the device and determined that the self-test failed had failed due to user error (the pedestal beneath the handle is dirty). The customer cleaned the pedestal and reperformed the functional test, and the device returned to full functionality.